Manufacturer narrative:
The smiths medical pump was returned and was found to be in good physical condition. The air in line detection message was present in the event log. The customer's issue was verified. The pump was found to be displaying "air in line" alarm message during the investigation. The air detector will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump presented with an air in line alarm. There were no reported adverse events.